Event description:
When "mlc" leaves are modified manually, and the plan is saved and reloaded, the leaves get pushed to the block, thus losing the manual modifications. Also, computed dose in the reloaded plan will match the manually modified "mlc" leaves, and not the leaves that have been pushed to the block.